Event description:
The device was returned to a third-party service center for foam replacement per field action: (B)(4). The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. There was a presence of foam particle contamination on the device. The device was routed to scrap. If any additional information is received, a follow up report will be filed.